Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed c-34 errors on startup. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and c-00. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a persistent c-34 error on the erbe generator was detected. The issue presented each time the surgeon tried to deliver monopolar energy. The cable and instrument had already been replaced at time of call. The external foot pedals had also been disconnected with no change. The surgeon was using bipolar energy without issue and power cycling the erbe was not available. A force triad generator was available to use for monopolar energy. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer completed the procedure with force triad generator. Confirmed no patient injury. Will inquire about obtaining patient demographics. Intuitive surgical representative indicated a similar issue occurred in a previous procedure requiring conversion to force triad generator. New complaint has been generated to document this additional event.